Manufacturer narrative:
The associated complaint device was not returned to be evaluated. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for listed part revealed no prior complaints for the listed lot and prior complaints for the listed failure mode. Additionally, no supporting clinical documentation has been provided. Therefore a thorough clinical assessment cannot be performed at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4) customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to implant dislocation.